Event description:
Guideliner was used in a significantly diseased vessel along with a corsair catheter, two balloons, three stents, and multiple wires. After guideliner was introduced over already-deployed balloons, an intimal disruption and trauma to the lad was noted. More extensive stenting was required.

Manufacturer narrative:
There is no evidence in the reported information to suggest that guideliner caused the trauma to the vessel. A corsair catheter, two balloons, three stents, and multiple wires, including an ffr, were used in the case prior to the introduction of guideliner. Staff present for the case stated that it was a long case, and anything could have caused the trauma. The decision to report was made because guideliner was used in a case that resulted in an injury that required intervention. It cannot be determined if guideliner v2 or v3 was used in the case. The user facility received shipments of both guideliner v2 and v3. The device was not returned, and multiple attempts to determine the correct model were unsuccessful.